Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. (B)(4).the gore® dryseal flex introducer sheath instructions for use (IFU) states: additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. According to the IFU, adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel size is smaller than the introducer sheath outer diameter, major bleeding, vessel damage, or serious injury to the patient may result. Also, according to the IFU, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) And occlusion of device or native vessel.

Event description:
On (B)(6) 2018, the patient underwent treatment of a thoracic aortic aneurysm with conformable gore® tag® thoracic endoprostheses using gore® dryseal sheath with hydrophilic coating. The physician tried to advance a 22fr sheath (dsf2233/ 17522123) from the left femoral artery, but it was unable to advance the sheath to the intended position due to the narrow access vessel. When the physician removed the sheath and a guide wire from the patient, it was noticed that the left external iliac artery was dissected and the left iliac artery was occluded and had no blood flow due to the false lumen. The physician made attempts to advance a guide wire again from the left femoral artery and then successfully implanted a pll161007j to treat the dissection. Blood flow of the left iliac artery was restored. The access was made from the right femoral artery and the procedure was continued. The endoprostheses were successfully implanted and the patient tolerated the procedure. The clinical specialist reported that the access vessel was narrow and calcified. There was resistance at the calcified section of the left iliac artery advancing the sheath.